Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "depressed pins". "Depressed pins" were verified through observation of depressed battery pins which were unable to rebound during a visual inspection and found to be caused by a failed rear case. The rear case was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.